Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012897453 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, electrode(s) #1 was observed to be crushed/damaged. On the spiral array segment, the electrode(s) # 1 was observed to be displaced. On the spiral array segment, inverted array was observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. The pebax tube was observed to be torn near electrode #1 and #2. The catheter identification and ablation testing was performed. The ; printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism: deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Electrical continuity and hipot verification (where applicable): electrical continuity test revealed an open loop on the electrode #1 wire. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During the inspection of the spiral array segment, an electrode wire(s) #1 was observed to be broken. In conclusion, the catheter failed the return product inspection due to the spiral array observed to be inverted. The spiral array pebax tube was observed to be torn. An electrode on the spiral array observed to be displaced. The spiral array pebax tube observed to be kinked. Electrode(s) on the spiral array observed to be crushed/deformed and electrode wire(s) in the spiral array region observed to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was report that the array flipped and was difficult to remove from the sheath. The catheter became entangled in a ball-shaped knot, making removal difficult. Because the knot could not be undone, it was tightly tied and forcibly removed. The catheter and guidewire were replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.